Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 05/11/2017. Device returned to manufacturer? Yes. Device evaluation: the device was returned to the manufacturer. Visual inspection was performed using 12 x magnification and there was no indication of a product malfunction. The customer's reported event could not be confirmed in the returned lens sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxt300 13.0 diopter intraocular lens (iol) was explanted due to the patient requiring a different lens power. The lens was replaced with a 14.5 diopter lens and patient is doing well. No further information provided.